Manufacturer narrative:
(B)(4) finished destructive analysis. The analysis was complete, and no changes were made to analysis coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the pump was returned for analysis. This pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. Analysis found overinfusion-undetermined root cause. (B)(4).

Event description:
Additional information was received from the health care provider (hcp) through a manufacturing representative. There were volume discrepancies (plural).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving compounded baclofen 750 mcg/ml at 135.513 mcg/day and sufentanil 75 mcg/ml at 13.513 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported there was a slight volume discrepancy. The hcp stated this was noticed in the last 12 months. It was noted this was a routine pump replacement. No patient symptoms were reported. The issue was resolved at the time of the report. Other medications the patient was taking at the time of the event included sufentanil. The patient's medical history was not able to be obtained. The patient's status was noted to be "alive-no injury." There were no environmental/external/patient factors that may have led or contributed to the event. There was no diagnostic/troubleshooting performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.